Event description:
The facility reports after showering the resident on the shower trolley, the resident was dressed while still on the shower trolley. The resident was lying on her back on the trolley, the side rails in the up position. The caregiver turned 90 degrees to retrieve a brush and/or nail cutters. While the caregiver was turned, the resident crawled over the side rail and fell to the floor (approximately 42 inches). The caregiver called for help. The rn attended and called an ambulance. The resident was taken to emergency and admitted for 2 days with a bilateral fractured pelvis. The resident was admitted back to the hospital after two days.

Manufacturer narrative:
The facility staff claim that the device did not malfunction. An arjo investigator examined the device. The height adjustment functioned appropriately. Weight and force was applied to the side rails; again, functioned appropriately. A deficiency was noted on one of the two locks on one side of the trolley. The facility was instructed to repair (repair has since been completed). The manufacturer concludes the event occurred as a result of using product that was in need of repair. The operating and product care instructions state, under the weekly maintenance checks, to examine the shower trolley for damages. It is also stated in the report from the facility that the resident was "blind, confused, unpredictable, at high risk for falling, history of climbing over bedrails," which could have been a contributing factor. The manufacturer recommends retraining the customer, especially in regard to the requirements of the operating and product care instructions (maintenance instructions).